Event description:
The customer reported that the hemo portion of the flex vision will change sweep speed on its own. The control room remains correct. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the hemo portion of the flex vision monitor will change sweep speed on its own. According to the customer, the control room remains correct. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.